Event description:
It was reported that on the 4th day of the npwt utilizing a pico, it was confirmed the pump has stopped working. The batteries were exchanged to solve the problem, however the pump did not work. No patient harm. No delay in treatment.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.